Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that at least 2 relion® pen needles had no insulin flow while priming. The following information was provided by the initial reporter: "relion consumer reported no insulin flow when priming stated, he attempts to prime one unit only and if it does not work, he will try a second or third pen needle until one primes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 relion® pen needles had no insulin flow while priming. The following information was provided by the initial reporter: "relion consumer reported no insulin flow when priming stated, he attempts to prime one unit only and if it does not work, he will try a second or third pen needle until one primes."